Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this patient had some electromagnetic interference which lead to pacing inhibition of an unknown duration. The right ventricular and right atrial leads both had episodes of high rate pacing and inappropriate mode switching. The sensitivity programming was changed which alleviated the issues on the rv lead. Boston scientific technical services was consulted and shown some electrogram strips which showed variable sensing of atrial noise which was inconsistent with varying amplitude. All impedances are stable. The physician is aware of these issues, and has no plans to intervene at this time. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.